Manufacturer narrative:
(B)(4). The customer charges the batteries once a week. In recent routine check, battery overflow was confirmed.

Event description:
It was reported that during the use of the device for a non-clinical activity, there was a battery charge failure. On the central control monitor (ccm) of the system-1, the battery icon was red. On the front panel of the system-1, the power light emitting diode (led) was red. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation both failed to properly accept charging. They were received with 2.0 and 2.9 volts direct current (vdc) and when charging was attempted no current would flow through the batteries indicating an internal failure. Corrosion was noted on the negative terminal of one battery. Script question answers indicate the customer charges the battery properly. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.